Event description:
This device was found with an excessive current drain error upon interrogation. The device remains implanted awaiting physician direction. Should additional info become available, this file will be updated.